Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the image had noise was cause traced to component failure and for air water channel, cylinder and auxiliary channel had white residues was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air water channel, cylinder and auxiliary channel had white residues and image had noise. There was no patient involvement.